Event description:
Follow up revealed that the patient's ipg was relocated deeper within the pocket site, due to discomfort.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that on (B)(6) 2018, the patient's ipg site was surgically relocated for reasons currently unknown.